Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during a supply change and an occlusion was encountered while filling the tubing, consistent with a complete blockage involving the tube component; the user removed all supplies, completed a successful dry run, then performed a full supply change with new components and resumed delivery, with blood glucose not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a complete blockage associated with the tubing component during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.